Event description:
The piece of tissue cracked into three pieces upon reconstitution; the case was delayed 30 minutes while new tissue was thawed, but no other patient impact was noted. Patient had extended or time, but ultimately, no harm. The nurses at the hospital report that they followed preparation instructions and did not drop the tissue during transport. Staff do not know why the tissue broke.======================manufacturer response for saphenous vein allografts, (brand not provided) (per site reporter).======================receipt of report was acknowledged and a review will be done by field assurance.what was the original intended procedure?grafting for exposed wound.device #1is this a laboratory device or laboratory test?no.